Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced erosion, urinary problems, bowel problems, dyspareunia, emotional distress, and a product problem. It was also reported that the plaintiff experienced pelvic pain, pressure, and tingling sensation. Furthermore, it was reported that the plaintiff died. The cause of death reported were cardio respiratory failure and asthma attack. Related to manufacturer report #: 2183959-2014-44751.